Event description:
It was reported by service report that the casters are coming apart. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer given replacement caster to install.